Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before a laparoscopic low anterior resection procedure, a foreign material such as a hair was found inside the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon visual inspection of the package, it was confirmed that a hair was present in the package and that the hair extends across the plane of the seal. Batch history records for the device were reviewed by (B)(4). No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.